Event description:
It was reported that a break occurred. The 145, 5-in-6 guidezilla¿ guide extension catheter was used successfully at one portion of the procedure. The device was removed and the physician wanted to use it again. When it was being put back into the guide catheter outside of the patient's body, it broke in two separate pieces. One portion was still in the guide catheter, but they were able to remove it as it was sticking out from the end of the guide catheter. They completed the procedure successfully with another device and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic and tactile examination revealed numerous kinks throughout the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. There was shaft material from the collar on the ptfe connected to the separation. Ptfe was completely pulled apart from the collar. Microscopic examination revealed no damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a break occurred. The 145, 5-in-6 guidezilla guide extension catheter was used successfully at one portion of the procedure. The device was removed and the physician wanted to use it again. When it was being put back into the guide catheter outside of the patient's body, it broke in two separate pieces. One portion was still in the guide catheter, but they were able to remove it as it was sticking out from the end of the guide catheter. They completed the procedure successfully with another device and there were no patient complications reported.

Manufacturer narrative:
(B)(4).